Event description:
Case report "explantation of the novel ahmed glaucoma valve mr implant" authored by wanda d. Hu et al and published on the journal of glaucoma epublication, www. Gluacomajournal.com. Volume 00, number 00, 2014 discuses 4 cases were the m4 was explanted. Dr. Hu who authored the case report was contacted to obtain further information regarding the explanted valves. The lot number was provided but we are unable to link the lot number reported with the specific cases discussed in the case report.

Manufacturer narrative:
Based on the customer feedback the device was explanted for conjunctival erosion. It wasn't because the valve stopped working.